Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing a coronary artery bypass graft (CABG) procedure. Following the take down of the lima, the pt was placed on bypass. High line pressures were noted right away. Transesophageal echocardiography demonstrated the aortic dissection which was confirmed by direct inspection via stemotomy. The dissection was repaired using a standard graft, and the intended 3 vessels CABG was completed. The pt stabilized, and to date has had no sequelae from this event. Discussion with the attending surgeon revealed that the pt had a small femoral artery with a whiteish-gray discoloration that appeared to represent fibrosis. A needle puncture of the artery, in advance of placeing a guidewire, caused an unexpected, small tear lateral to puncture site. Signaling abnormal vessel wall intergrity. A subsequent pelvic ultrasound showed that the dissection included the iliac artery on the side of cannulation. Based on this, the attending surgeon stated that the dissection probably started at or near the femoral cannulation site, and propagated centrally.